Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll united kingdom for evaluation. The customer's report could not be replicated or confirmed. Review of the logs from 04/18/2025 showed ECG monitoring failure also suggesting intermittent connection to the device. The device passed all functional testing under enviromental extremes including vibration. The customer's mfc was not returned for evaluation. The device is found to be working as expected. The device was recertified and returned to the customer. The customer was advised to replace the mfc used during the event. No trend is associated with reports of this type.